Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that foreign matter "ink" was discovered during use with 10 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: black ink text printed on tubes was transcribed onto the component of the test tube preparation system, which was staining the barcode and causing read error.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter "ink" was discovered during use with 10 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: black ink text printed on tubes was transcribed onto the component of the test tube preparation system, which was staining the barcode and causing read error.